Event description:
It was reported to medtronic minimed that the customer experienced a discrepancy between the sensor glucose (sg) vs. Blood glucose (bg) and received a calibration not accepted. The customer reported hypoglycemia with a blood glucose value of 50 mg/dl. The event involved product(s) mmt-7040ma. The customer was reporting a discrepancy between the sensor glucose value of 50 mg/dl vs the blood glucose value of 148 mg/dl. The sensor glucose vs blood glucose difference was not within range and was more than 30%. No further patient complications were reported. Mmt-7040ma was requested and the customer response was the device will be returned.

Manufacturer narrative:
Following our receipt of the one returned used sensor and performed visual inspection and checked for physical damage and none was found (no microscope). Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor passed per specifications see attached file for results. In summary, the customer complaint of unexpected sensor alarms was not confirmed. Found sensor electrode with no physical/electrical damaged, submerged sensor under different levels of glucose and sensor passed with accurate readings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.